Manufacturer narrative:
Continued: common device name: hemostatic device for endoscopic gastrointestinal. Use product code: (B)(4). 510k: k200972 investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use include the following potential complication: "when spraying in retroflexed position, hemospray powder may adhere to the outside of the endoscope. This may result in difficulty repositioning/removing the endoscope, particularly if passing through a strictured area." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure to address a bleed in the esophagus, the physician used a cook hemospray endoscopic hemostat. It was reported that while addressing an esophageal bleed they sprayed hemospray from the distal end of the esophagus and achieved hemostasis - however while trying to remove the scope, the scope was unable to be straightened to remove from the patients mouth - after waiting 15-20 mins with gentle movement they managed to remove the scope but found hemospray powder had stuck to the lower outside part of the scope. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau. 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use include the following potential complication: "when spraying in retroflexed position, hemospray powder may adhere to the outside of the endoscope. This may result in difficulty repositioning/removing the endoscope, particularly if passing through a strictured area." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure to address a bleed in the esophagus, the physician used a cook hemospray endoscopic hemostat. It was reported that while addressing an esophageal bleed they sprayed hemospray from the distal end of the esophagus and achieved hemostasis - however while trying to remove the scope, the scope was unable to be straightened to remove from the patients mouth - after waiting 15-20 mins with gentle movement they managed to remove the scope but found hemospray powder had stuck to the lower outside part of the scope. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.